Event description:
It was reported that during thyroidectomy procedure when the anesthetist inserted the endotracheal tube into the patient and noticed that the patient's mouth kept on bubbling. The doctor tried adjusting the tube but still could not solve the problem. Finally, the anesthetist changed a new endotracheal tube and could function normally. There was no patient injury. Product was not damaged. Thyroidectomy is the type of procedure performed. There was 10 minutes delay in surgery. On follow-up it was reported that there was no malfunction with emg tube. The cuff and tube checked prior to use to ensure proper fu nctionality and they functioned properly. The issue occurred after the cuff of the tube was inflated and the airway was established. The cuff have deflated prior to repositioning, then reinflated once the patient/tube was settled. At the beginning the pressure was 20~30 mbar, but the patient's mouth kept on bubbling, so the anesthetist tried to adjust the pressure from 30~40, 40~50, 50~60 and 60~70 but all the pressure would let the patient's mouth keeps on bubbling. There was no unexpected anatomy or difficult intubation, noted that may have affected the use of the device. No bite block used to secure the device and protect the tube. Air is used to inflate the cuff.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.